Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was returned with the instrument. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: all fragments were retrieved, no additional surgical intervention was required, and no patient harm occurred; however, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the small grasping retractor instrument was not responding to the surgeon's movements once inserted into the patient. The surgeon was reportedly unable to manipulate the instrument's wrist and a fragment of cable was noticed inside the patient. The customer stated that when the instrument was removed, it was noted that the wrist was unstable/bent. The customer also stated that the instrument's wrist was not straightened upon removal of the instrument and that the fragment was retrieved with a back-up instrument. According to the customer, there are no photographic images of the device/fragment(s) or a video recording of the procedure available for review. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was grasping the bowel when they noted the fragment. A laparoscopic grasper was used to remove the fragment. The instrument was in use for about an hour when the fragment was noted. The clinical sales representative (csr) did not believe the issue to be instrument collision related. An x-ray test was performed on the patient to check for remaining fragments. The x-ray test result showed that no fragments were retained inside the patient. No injury was reported to occur to the patient.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.